Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of less than 40 mg/dl and a loss of consciousness. Reportedly, customer delivered too much insulin. Bg was treated with intravenous saline and glucose. Reportedly, customer left the ER the following day with the issue resolved and no permanent damage. Customer acknowledged the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.